Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that they were able to restore power; however, the customer was unsure what the delay was in restoring power or how many times the issue occurred. The issue was observed during a morning test of the device. There was no patient use associated with the reported event.